Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not release the clip around the duct from the instrument arm. The medium-large clip applier instrument would not close all the way. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred while the surgeon was trying to release the clip around the duct. The issue was not related to the medium-large clip applier remaining static/not moving when the surgeon commanded movement. The issue was not related to unexpected motion of the medium-large clip applier while attempting to clip. The issue was related to an unsuccessful clip application. However, no clip opening was observed after the closure of the clip. Medium-hemoclips were used with the clip applier instrument. It is unknown if the vessel or tissue bundle was greater than the specified diameter suggested in the instruction for use (10 mm for medium-large clip applier, 13mm for large clip applier). The incident occurred on the 1st clip application. A back up clip applier was used to resolve the issue. The instrument was returned to isi for analysis and no photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test 3 of 3 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.